Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleged about insulin pump under delivering insulin. The customer¿s blood glucose level at the time of incident was in range of 17 mmol/l to 20 mmol/l. The customer¿s current blood glucose level was in range of 10 mmol/l to 13 mmol/l. The customer treated high blood glucose level with manual injection as well as insulin pump. The customer alleged that the insulin pump was under delivering insulin as the blood glucose level were not decreasing. Troubleshooting was performed and the insulin pump passed the displacement test and high pressure test. The device will not return for analysis.